Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture and pain. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right-side rupture and pain. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on radius side assessed as smooth. Opening additional observations: ¿ wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6